Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The provided printouts revealed that the pulse generator was programmed to high outputs during implant duration. Based on the provided information, the theoretical longevity from implant to elective replacement indicator (eri) was calculated to between 1.9 - 2.6 years. This indicates normal battery depletion.